Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported approximately 16 years post the index procedure the patient presented emergently. CT revealed an enlarged aaa (100mm) and the stent graft was approximately 20mm below the lowest renal artery. An angiograph was subsequently completed however did not identify an endoleak. Re-intervention was performed with the implantation of an endurant ii cuff. The treatment was completed successfully and the event was resolved. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Updated fdc code at investigation completion. If information is provided in the future, a supplemental report will be issued.